Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir inventory manager. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been bent at the blood inlet hole. No other damage or issues were identified. The complaint was able to be confirmed for a bent locator as the locator was returned and was kinked at the blood inlet hole. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the reported information. The angio-seal bent during deployment. No blood loss was reported. The patient was fine. Additional information was received on 21oct2025: the procedure performed for the patient prior to use of the angio-seal was y90. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The plug was bent. A pre-deployment angiogram was performed. The patient was stable. Hemostasis was achieved with a second angio-seal. No concomitant medical products used with the angio-seal. The tech stated that it bent when trying to deploy.